Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Unit received with cracked display window, case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced issues with the keypad ramping up on her insulin pump while she was trying to program a bolus. Customer's blood glucose was 166 mg/dl. No significant events leading to the issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.